Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose reached 152 mg/dl. Customer reverted to inhale-able insulin for alternate insulin therapy.